Event description:
A customer reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the error code did not reappear, allowing the customer to successfully start a new sensor session.